Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal, no anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was not paced at maximum outputs. Testing revealed atrial lead dislodgement. The helix was damaged after removal the lead was explanted and replaced. The patient was stable.